Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park. G1: MFR site address 1: tavor building 1, industrial park. Device evaluation by manufacturer: an icerod 1.5 cx 90 degree needle (29777828) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle showed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. A five-minute freeze cycle was performed, and it was found that the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, meaning the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope, and it was found that the vacuum sleeve had abnormalities in the metal that likely led to the vacuum integrity failing. The reported event of frost on the needle shaft was confirmed.

Event description:
It was reported that there was frost on the needle shaft. An icerod cx 90 degree needle/vl was selected for a right paravertebral mass cryoablation procedure to treat a soft tissue mass in the prostate. During the procedure, the needle started freezing with the other needles used together. However, it was observed that the icerod cx 90 degree needle/vl had ice forming on the needle shaft. To prevent frostbite, the needle was exchanged for another to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park. G1: MFR site address 1: tavor building 1, industrial park.

Event description:
It was reported that there was frost on the needle shaft. An icerod cx 90 degree needle/vl was selected for a right paravertebral mass cryoablation procedure to treat a soft tissue mass in the prostate. During the procedure, the needle started freezing with the other needles used together. However, it was observed that the icerod cx 90 degree needle/vl had ice forming on the needle shaft. To prevent frostbite, the needle was exchanged for another to complete the procedure. There were no patient complications reported.